Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up, the interrogation between the device and the programmed failed. The device was replaced. The patient's condition was good.

Manufacturer narrative:
(B)(4).